Event description:
The following is based on pt medical records which were included in the attorney's report: on (B)(6) 2007 - pt was implanted with multiple pelvic devices including a bard flat mesh for treatment of pelvic organ prolapse and stress urinary incontinence. On (B)(6) 2011 - pt was implanted with a non-bard pelvic device to treat rectocele, enterocele, urethrocele, and stress urinary incontinence. The attorney's report alleges permanent injury, nerve damage pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that in 2007, the pt was implanted with multiple pelvic devices including a bard flat mesh. Four years later, the pt underwent add'l surgery at which time the pt was implanted with a non-bard pelvic device. There is no mention of the bard flat mesh in the operative report for this procedure. No specific device failure has been alleged. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, there is no indication that the bard flat mesh was explanted. This MDR includes all pt, event and device info davol has rec'd to date. At this time, no connection can be made between the reported event and the davol product in question. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.